Manufacturer narrative:
The customer declined a field service dispatch for further investigation. Data related to the date of the event was requested but not provided. The customer stated the issue was resolved. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for one patient tested on a cobas integra 400 plus. The reporter only provided questionable na results. The questionable k and cl results were requested but not provided. It is unknown if the questionable na results were reported outside the laboratory, the information was requested but not provided. The patient's initial na result was 88 mmol/l. The patient's sample auto repeated and the na result was 110 mmol/l. The customer performed manual repeat testing with the patient's sample and the na result was 140 mmol/l. The na electrode lot number and expiration date were requested but not provided.